Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from five years to four years in two weeks. A request was made to have data from this device analyzed but technical services (ts) indicated there is no data available at this time to review and asked the representative to send the correct files. At this time, there is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. Data analysis was performed, and it was determined that the battery of this device is depleting normally. The power consumption is stable and within expectations based on programming and therapy delivery. Technical services (ts) discussed that the change in the estimated remaining battery longevity is related to an increase in power consumption due to high-rate atrial sensing. Reprogramming was recommended. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from five years to four years in two weeks. A request was made to have data from this device analyzed but technical services (ts) indicated there is no data available at this time to review, and asked the representative to send the correct files. At this time, there is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The device remains in service.